Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.